Event description:
Report received from abbott international affiliate of a detached injection port. The set was connected to an unspecified IV cannula. When the nurse went to administer antibiotic to the patient, she noticed that the "gumstopper" used for intermittent injections was "missing" from the t-connector. There was no bleedback and the IV cannula remained patent. The nurse replaced the device and continued with treatment. There was no delay in administration of the antibiotic. A doctor examined the patient and has confirmed that no adverse event has occurred in relation to this incident.